Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation could not be determined. The reported perforation, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report an atrial septal defect requiring intervention for closure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 1-2. Following the removal of the steerable guide catheter (sgc), the patient had a residual atrial septal defect that was successfully closed with an asd occluder device. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.